Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed and required maintenance. A field service engineer (fse) verified the reported failure and performed diagnostic testing, identifying that the row board head required cleaning and reseating, and that the latch inseparable was missing a magnet necessary for proper sensor operation, completed the required corrections and conducted hardware test application (hta) testing, which was successful, followed by customer testing including drawer recovery and inventory, confirming that the issue was resolved at this time. Fse performed preventive maintenance and further inspection revealed a failing interface board and controller board that failed the ohm test and completed a full inspection of the remaining components. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed and required maintenance. The customer tried to open back panel, shut down and recover but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.